Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Prior to the procedure, a large 3 cm vegetation was detected via transesophageal echocardiogram (tee). Beginning with a spectranetics 13f tightrail rotating dilator sheath, the ra lead was successfully removed. Next, targeting the rv lead with the tightrail, the device became stuck on the distal coil of the lead. After several attempts to remove the device, the decision was made to free the device by dismantling it. The handle and outer sheath were cut; however, the tightrail remained stuck on the lead. A spectranetics 16f glidelight laser sheath was loaded onto the lead in an attempt to free the tightrail, but was unsuccessful. The lead was then snared from the groin and freed, and after aggressive pulling on the tightrail, all devices were removed from the body. The patient survived the procedure. This report captures the 13f tightrail that got stuck on the lead, requiring additional intervention for removal.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3/h6) the tightrail was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.